Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 6:30 pm, the patient noticed that the cgm was displaying 41 mg/dl. Because no fingerstick testing supplies were available to verify the reading, the patient arranged transportation to the emergency department (ed) for evaluation. The patient reported feeling well and did not take any medication or treatment prior to arrival. At the ed an fsbg measurement was obtained and showed 166 mg/dl, while the cgm continued to display 41 mg/dl. The patient chose not to remove the sensor because it had been inserted earlier that same day and wanted to see whether the readings would normalize. The patient's physician recommended remaining in the ed for observation. During the observation period, the patient received intravenous (IV) fluids and IV insulin; however, the amount administered was unknown. At approximately 3:00 am on (B)(6) 2026, an fsbg measurement was 110 mg/dl. At that time, the cgm continued to display a low glucose reading, although the patient was unable to recall the exact value. No medications or prescriptions were provided, and the patient was discharged home. At the time of reporting, the patient stated that he was doing well and continued to wear the same sensor, which he reported was still displaying inaccurate readings. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.